Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: a perforation occurred requiring medical intervention. Device issue: none. It was reported that the pilot guide wire was advanced to the lesion and the thrombuster was used; however, there was no thrombus found. Pre-dilatation was performed using a voyager 2.0x12 mm balloon catheter. Two pixel stents (2.25x18 mm and 2.25x12 mm) were deployed at both the peripheral and the middle part of #4pd. The vessel flow was recovered; however, the patient experienced mild chest pain and a perforation occurred peripheral of the pilot guide wire requiring treatment. No additional event or patient information is available.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results and conclusion summation-product performance engineering reviewed the incident information. Perforation is a potential hazard described in the instructions for use (IFU) and is not generally associated with a guide wire quality issue. A perforation would typically be related to circumstances in the procedure such as anatomy, morphology and physician technique. Moving the guide wire against resistance would be required for perforation to occur and the IFU warns not to move the guide wire against resistance although case circumstances can cause unexpected guide wire movement. Because there is no indication of a quality issue associated with the perforation, no manufacturing related root cause can be determined.